Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during preparation for a percutaneous transluminal angioplasty procedure, the guide wire was deformed. The unspecified lesion was located in the superficial femoral artery. A contralateral approach was obtained. During preparation of the device the physician noted that the amplatz super stiff guide wire "was not straight". The device was not used and the physician successfully completed the procedure with a different device. No patient complications were listed and the patient's status was reported as "good". The device analysis revealed that the guide wire coating peeled.

Manufacturer narrative:
(B)(4): the returned device was received loaded inside the protective hoop. An examination of the device revealed a bend 8cm from the tip. Offset coils were located at 15cm and 65cm from the proximal end. It was also noted that the ptfe coating was scratched / abraded at 35cm, 42cm and 45cm from the proximal end of the device. The bend and the scratched/abraded ptfe indicates that the wire was manipulated against resistance, most likely during removal from the hoop which may have induced offset coils. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)